Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) who reported the neurostimulator wouldn¿t connect with the tablet. The hcp attempted to connect to the neurostimulator using two different tablets and with a tablet connected to the communicator with the usb cable, but the issue wasn¿t resolved. The hcp wasn¿t sure if they confirmed the handset was connected to the implant. (B)(6) 2025 e1 (rep): additional information was received from a manufacturer representative (rep). The rep reported that this issue is thought to be caused by the known telm communication error. This patient was seen a year ago for same issue. A manufacturer engineer met with patient to perform firmware update. Now medtronic has a new firmware update that should be permanent fix for this communication error. The rep and the engineer will meet the patient on (B)(6) 2025 at the neurologist office to perform firmware update. Unrelated inability to connect event captured in pe (B)(4). 2025-02-28 e3 (rep): additional information received from the manufacturer¿s representative (rep) reported they were scheduled to see the patient on (B)(6) to obtain logs. 2025-apr-16 e4 (rep): additional information received from the manufacturer's representative (rep) reported an engineering represent ative met with the patient on (B)(6) 2025. The tel-m application was able to successfully connect to the ins via tm91 and the patient's ins was able to be reset using the tel-m ins reset command. After the reset, the a610 (version 5.0) and a620 applications were able to successfully communicate with the patient's ins. The ins firmware was updated, and the patient's stimulation settings were confirmed. The rep noted that this is the 2nd occurrence of device lockup and reset for this patient¿s device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they were scheduled to see the patient on march 25th to obtain logs.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that this issue is thought to be caused by the known telm communication error. This patient was seen a year ago for same issue. A manufacturer engineer met with patient to perform firmware update. Now the manufacturer has a new firmware update that should be permanent fix for this communication error. The rep and the engineer will meet the patient on (B)(6) 2025 at the neurologist office to perform firmware update.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) who reported the neurostimulator wouldn¿t connect with the tablet. The hcp attempted to connect to the neurostimulator using two different tablets and with a tablet connected to the communicator with the usb cable, but the issue wasn¿t resolved. The hcp wasn¿t sure if they confirmed the handset was connected to the implant. Unrelated inability to connect event captured in pe (B)(4).